Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a large volume infusor was "cut off". The event was additionally described as "when the white tape was removed from the administration tubing at the hospital...the middle part of the administration tube was cut off". This issues was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from april 20, 2021 - april 27, 2021. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which revealed that the tubing line has been cut in two pieces near the upper area of the tubing line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.